Manufacturer narrative:
This event occurred in (B)(6). Initial reporter occupation: the occupation is medical equipment company technician/representative.

Event description:
The customer stated that there is an issue with the transmission of patient results from the data manager of the cobas 8000 core unit to the cobas infinity middleware system. Results from tests that have been repeated show up in the cobas infinity system in reverse order. The repeat results show a time stamp that is prior to the first run results. The issue has been detected at least three times. For example, one sample tested on a cobas 8000 ise module linked to the cobas 8000 core unit had an ise indirect na for gen.2 (sodium) result that initially resulted as 1032.4 mmol/l accompanied by a data flag. The sample was repeated and resulted with a value of 142.6 mmol/l. In the workplace/service/system area of the data manager software, the time stamp of each result is in the incorrect order. However, in the workplace/routine area of the data manager software, the time and date of the results are displayed correctly. In the cobas infinity system, the final result is received before the first result is received. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number and expiration date were asked for, but not provided. Investigations of the data manager software have determined that it functions correctly according to specifications.

Manufacturer narrative:
Investigations of the cobas 8000 core unit software have concluded that the software works according to specifications based on the settings used by the customer. With the system settings that were used by the customer, the order of transmission of the first run ise results and repeat ise results needing to be sent to the data manager may be reversed. The customer may change the setting in order to change the order of transmission.